Event description:
It was reported that the customer buttons on the insulin pump are not responsive. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.